Event description:
The customer reported receiving high hemoglobin (hgb) results on a coulter act diff analyzer. The customer found disconnected tubing at pinch valve lv13, and reported a fluid leak of approximately 3 oz. That was not contained within the instrument. No error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found disconnected tubing at pinch valve lv13. The customer reconnected the tubing at lv13 and the instrument ran without any leaks or high hgb results. (B)(4).